Manufacturer narrative:
Sample information was not provided. Prior to the event, tg qc results were within the laboratory's established ranges. A bec field service engineer (fse) was dispatched and replaced the t valve and reagent probe b, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high triglyceride (tg) results generated by the synchron lx20 pro clinical system. No false results were reported out of the lab. Intermittently, some patient sample results run for tg were either suppressed, blank absorbance high, or very high numbers in the 500's (mg/dl). When the samples were repeated, the results were in the 100's (mg/dl). Specific results were not provided by the customer. There were no change to patient treatment attributed to or connected to this event.